Event description:
I was poisoned by mercury amalgams. After the first amalgam was placed in my mouth, I started having severe health problems. I was fatigued, could not sleep, had brain fuzz all the time, chronic bleeding nose, and cognitively disoriented. I was diagnosed at 10 years later with hypoglycemia. I had a difficult time in school learning. I elected after many years of research to get amalgams removed. In the process of the removal, I had a serious head trauma accident which put me down for the count. I lost my clients, career, husband, and my life. I have been going through chelation therapy for the past 6 years to rid my body of the toxic mercury. I have spent out of pocket just to get back to some kind of normalcy.